Event description:
A nurse reported during the intraocular lens implantation the haptics of the lens got stuck in the inserter. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).